Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025, and reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient developed palpable swelling at the implant site and stopped responding to sound subsequent to a sustained head trauma on (B)(6) 2025. The patient also experienced subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred. Additional information has been requested but has not been made available as of the date of this report.